Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d1, d4, d9, e1, e3, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the swivel did not rotate smoothly, the hinge gasket was missing, and the ball bearings were corroded. The swivel, hinge gasket, and ball bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone:(B)(6). G2 foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not returned.

Event description:
It was reported that the dermatome didn't work correctly and did not turn on correctly as there was an internal leakage defect and worn seals. The event occurred during testing. There was no patient involvement. Due diligence is complete, and no further information is available at this time.